Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6)2014, atrial pacing impedance measured high at 1140 ohms and has been variable from a low of 380 ohms to a high of 4047 ohms. Lifetime atrial sensing integrity counts up to 564; atrial tachycardia/atrial fibrillation (af) episodes with evidence of noise oversensing. (B)(4).

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high/unstable impedances and artifacts in the atrial channel. An ra lead connection issue or the beginning of an ra lead fracture was suspected. An x-ray was performed in which a connection issue was not evident. The device and ra lead currently remain in use. No patient complications have been reported as a result of this event.